Event description:
Allegedly, subjects blood was drawn and MRI was taken at study visit per protocol. The radiologist at our who read the MRI results suggested an altr. Our pi confirmed this based on the MRI and the subject's blood testing results. Our pi is planning to offer the subject a revision surgery. Subject will be contacted by orthopedics clinic to set up the appointment to discuss revision.